Event description:
During an evar [endovascular aneurysm repair], a glidewire 260cm was placed over a vanchie5 catheter by md. The glidewire punctured a hole through the catheter that was in the patient's aorta. That should not have occurred.